Event description:
Information was subsequently received that the device was explanted and the lead was surgically abandoned. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that during a routine follow-up appointment, episodes of deviated therapy in the ventricular fibrillation (vf) zone were noted. Some of the episodes were non-sustained ventricular tachycardia (vt). The electrogram (egm) showed spikes at comparable voltage to the intrinsic r-wave marked as vf. The spikes were reproducible with arm movements. Additionally, impedance measurements less than 200 ohms were noted on the right ventricular (rv) lead. As the device had almost reached elective replacement indicator (eri),a replacement procedure was scheduled for the device and right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated this devce would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.